Event description:
It was reported that post op of a vats lobectomy procedure, the patient was returned to the or during the night due to internal hemorrhaging and expired. During the original procedure, after the 3rd or 4th firing of the device, they then fired across the pulmonary artery. The surgeon visually checked the staple line and identified that the device had cut and the staples were malformed in a pear shape and open ended. The surgeon converted to an open procedure and used syneture suture to secure the staple line. He then continued with the same device and a new reload to complete the lobectomy. The patient was taken to ICU and monitored. The patient was reported stable at that time. When the patient was taken back to the or for emergency surgery, they visually checked the staple line and discovered the sutures had come loose. The patient bled out on the table and expired.

Manufacturer narrative:
Date sent: 10/21/2008. Information is unavailable; device was not returned for evaluation. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records. Complaint information is trended on a regular basis to determine if further investigation is warranted.